Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that a blood leak occurred at the end of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak and was visually observed. The patient¿s estimated blood loss (ebl) was approximately 100ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient had completed treatment at the time of the reported event. The complaint device was discarded and is not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one complaint of delamination reported against the lot. There was one approved deviation notice (dn) against the lot, and it was unrelated to the reported event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.